Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the patient's attorney, during a radio ablation procedure, the patient suffered significant second degree burns and emotional injuries, including the need for further wound care from the return electrode pad that was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the radio ablation procedure, the patient suffered significant second degree burns and emotional injuries, including the need for further wound care from the return electrode pad that was used.

Event description:
According to the reporter, during a complex atrial ablation procedure, the patient suffered significant second degree burns and emotional injuries, including the need for further wound care from the return electrode pad that was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.